Manufacturer narrative:
The iab was returned cut in two parts with the membrane completely unfolded and blood found on the exterior. A kink was found on the catheter tubing near the y-fitting. A portion of the sensor cable and connector was cut from the iab and not returned. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. Due to the device returned condition a laboratory pump test was unable to be performed. The failure could not be reproduced due to the returned condition of the device and because we are unable to mimic the clinical setting . A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period oct-2019 to sep-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately two days of intra-aortic balloon (iab) therapy, the customer noted that the distal tip marker on the iab was at the proximal end of the iab. The customer wanted to know if it was possible for the distal marker to somehow become embolized into the patient. It was noted that the radio opaque marker could not be seen on a chest or abdominal x-ray. Therapy remained consistent and stable. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer noted that the distal tip marker on the iab was at the proximal end of the iab. The customer wanted to know if it was possible for the distal marker to somehow become embolized into the patient. It was noted that the radio opaque marker could not be seen on a chest or abdominal x-ray. Therapy remained consistent and stable. There was no patient harm or adverse event reported.